Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, camera interface board, and low voltage power supply. System operates as intended.

Event description:
Customer reported poor image quality, images are sometimes blurry. No pt injury was reported.